Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso 11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (right arm) while wearing the device between 49 and 71 hours. The patient experienced pain and irritation on the pod site, and subsequently removed and disposed the pod on (B)(6) 2025. Redness, swelling described as a "golf sized lump", and purulent discharge was observed at the pod site. The redness and pain around the pod site was reported to worsen after days, and the patient called 111 (emergency services) on (B)(6) 2025. The patient was booked for an appointment at (B)(6). The patient was diagnosed with infection and pyrexia, and was prescribed flucloxacillin 500mg 4 times a day for 2 weeks. The patient was also advised to get paracetamol or ibuprofen, and to compress the site. The patient placed a new pod and no impact to the patient's blood glucose was reported.